Manufacturer narrative:
Product complaint #: (B)(4). Batch number: r57n70. Investigation summary: the analysis results showed that two gst60d reloads were received. One was broken and fully fired, with the pan detached from the cartridge and the second was received fully fired, with the pan detached from the cartridge. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that after a first stapling with a gold cartridge, it was impossible to reload the device with a new gold cartridge. Device replacement, but the same issue occurred when replacing the cartridge. A metallic part was present inside the device, it has been removed with a halstead clamp. It was impossible to reuse the devices.